Manufacturer narrative:
The reported event of could not tighten the atrial setscrew to fix the lead was confirmed. Analysis revealed the user of the torque wrench during the implant procedure made numerous off-center and angled incorrect wrench insertions in trying to engage and tighten the setscrew. With the many incorrect attempts, the user finally unknowingly rotated the setscrew out of the connector block socket and the setscrew fell sideways loose across the block. Since the setscrew was never being engage correctly, the user never felt the setscrew turning. With the setscrew now out of the socket it now became impossible to engage or tighten the setscrew. The user could then only hit the sides and threads of the setscrew. The problem was caused by the user¿s incorrect use of the torque wrench. The setscrew anomaly was consistent with having occurred during the procedure.

Event description:
It was reported that the patient presented for an implant procedure. It was noted that the lead cannot be screwed to the connector of the pacemaker. The pacemaker was not used and replaced during procedure. The patient was stable.